Event description:
It was reported that the patient presented to the hospital for an unrelated procedure. The nurse requested a device interrogation after noticing intermittent episodes of bradycardia. Interrogation revealed that the right ventricular (rv) lead exhibited loss of capture and low pacing impedance, which had progressively decreased over time. A lead revision was performed the following day, during which the proximal ends of both the rv and right atrial (ra) leads were found to be frayed, although the ra lead was less affected. The insulation damage was confirmed visually during the surgery. The rv lead was capped and replaced, while the frayed insulation on the ra lead was repaired with a medical adhesive on (B)(6) 2026. The patient was subsequently discharged.